Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 515 mg/dl. Elevated bg was addressed by a correction bolus via the pump and a manual insulin injection. The customer cleared the alarm and resumed insulin delivery.